Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage ("fractured implant"), pelvic pain, hypersensitivity ("allergic reaction "), menstrual disorder ("menstruation issues "), infection and migraine. The patient was treated with surgery (hysteroscopic removal of right device, laparoscopic da vinci left salpingectomy). Essure was removed. At the time of the report, the device dislocation, device breakage, pelvic pain, hypersensitivity, menstrual disorder and infection outcome was unknown. The reporter considered device breakage, device dislocation, hypersensitivity, infection, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: bilateral tubal fulguration with bipolar forceps was also performed. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and device breakage ('fractured implant/left tubal ostia seen and there was no essure coil. And removed the coil. It was removed in several pieces') in a 39-year-old female patient who had essure (batch no. B93879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test.". The patient's medical history included headache, sinus infection and nickel sensitivity. Concomitant products included ethinylestradiol;levonorgestrel (jolessa), ethinylestradiol;levonorgestrel (quasense) and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), anxiety ("psychological or psychiatric problems condition:depression and mentalanguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and depression ("psychological or psychiatric problems condition:depression and mentalanguish"), 14 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), infection ("infections") and migraine ("migraines"). The patient was treated with surgery (surgical removal of coil(s) - right side unilateral salpingectomy - left side and hysteroscopic removal of right device, laparoscopic da vinci left salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, hypersensitivity, menstrual disorder, infection, anxiety, menorrhagia, vaginal haemorrhage and depression outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, device dislocation, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: bilateral tubal fulguration with bipolar forceps was also performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), device breakage ('fractured implant/left tubal ostia seen and there was no essure coil. And removed the coil. It was removed in several pieces') and embedded device ('metallic fragments embedded into the ovary') in a 39-year-old female patient who had essure (batch no. B93879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test.". The patient's medical history included headache, sinus infection and nickel sensitivity. Concomitant products included ethinylestradiol;levonorgestrel (jolessa), ethinylestradiol;levonorgestrel (quasense) and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), anxiety ("psychological or psychiatric problems condition:depression and mentalanguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and depression ("psychological or psychiatric problems condition:depression and mentalanguish"), 14 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction/allergy: other (unspecified)"), menstrual disorder ("menstruation issues"), infection ("infections"), migraine ("migraines"), abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("headaches"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems") and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, surgical removal of coil(s) - right side unilateral salpingectomy - left side and hysteroscopic removal of right device, laparoscopic da vinci left salpingectomy/hysterectomy(full),). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, device breakage, menstrual disorder, infection, anxiety, menorrhagia, vaginal haemorrhage, depression and embedded device outcome was unknown and the pelvic pain, hypersensitivity, abdominal pain, back pain, headache, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device breakage, device dislocation, embedded device, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: bilateral tubal fulguration with bipolar forceps was also performed. Treatment received for pain, psych injury, migration, fracture. Removal of essure: (B)(6) 2014. Batch no b93879 production date 2013-11-07 expiration date 2016-11-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), device breakage ('fractured implant/left tubal ostia seen and there was no essure coil. And removed the coil. It was removed in several pieces') and embedded device ('metallic fragments embedded into the ovary') in a 39-year-old female patient who had essure (batch no. B93879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test.". The patient's medical history included headache, sinus infection and nickel sensitivity. Concomitant products included ethinylestradiol;levonorgestrel (jolessa), ethinylestradiol;levonorgestrel (quasense) and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), anxiety ("psychological or psychiatric problems condition:depression and mentalanguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and depression ("psychological or psychiatric problems condition:depression and mentalanguish"), 14 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction/allergy: other (unspecified)"), menstrual disorder ("menstruation issues"), infection ("infections"), migraine ("migraines"), abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("headaches"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems") and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, surgical removal of coil(s) - right side unilateral salpingectomy - left side and hysteroscopic removal of right device, laparoscopic da vinci left salpingectomy/hysterectomy(full),). Essure was removed on 8-may-2019. At the time of the report, the device dislocation, device breakage, menstrual disorder, infection, anxiety, menorrhagia, vaginal haemorrhage, depression and embedded device outcome was unknown and the pelvic pain, hypersensitivity, abdominal pain, back pain, headache, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device breakage, device dislocation, embedded device, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: bilateral tubal fulguration with bipolar forceps was also performed. Treatment received for pain, psych injury, migration, fracture. Removal of essure: (B)(6) 2014 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-apr-2021: mr received. Reporter's information added.event:metallic fragments embedded into the ovary were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and device breakage ('fractured implant/left tubal ostia seen and there was no essure coil. And removed the coil. It was removed in several pieces') in a 39-year-old female patient who had essure (batch no. B93879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test.". The patient's medical history included headache, sinus infection and nickel sensitivity. Concomitant products included ethinylestradiol;levonorgestrel (jolessa), ethinylestradiol;levonorgestrel (quasense) and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), anxiety ("psychological or psychiatric problems condition:depression and mentalanguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and depression ("psychological or psychiatric problems condition:depression and mentalanguish"), 14 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction/allergy: other (unspecified)"), menstrual disorder ("menstruation issues"), infection ("infections"), migraine ("migraines"), abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("headaches"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (surgical removal of coil(s) - right side unilateral salpingectomy - left side and hysteroscopic removal of right device, laparoscopic da vinci left salpingectomy/hysterectomy(full),). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, menstrual disorder, infection, anxiety, menorrhagia, vaginal haemorrhage and depression outcome was unknown and the pelvic pain, hypersensitivity, abdominal pain, back pain, headache, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device breakage, device dislocation, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: bilateral tubal fulguration with bipolar forceps was also performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: new events abdominal pain, back pain, headaches, bladder disorder, urinary problems was added and reporter information was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage ("fractured implant"), pelvic pain ("pelvic pain"), hypersensitivity ("allergic reaction "), menstrual disorder ("menstruation issues "), infection ("infections") and migraine ("migraines"). The patient was treated with surgery (hysteroscopic removal of right device, laparoscopic da vinci left salpingectomy). Essure was removed. At the time of the report, the device dislocation, device breakage, pelvic pain, hypersensitivity, menstrual disorder and infection outcome was unknown. The reporter considered device breakage, device dislocation, hypersensitivity, infection, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: bilateral tubal fulguration with bipolar forceps was also performed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of product technical complaint incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and device breakage ('fractured implant/left tubal ostia seen and there was no essure coil. And removed the coil. It was removed in several pieces') in a 39-year-old female patient who had essure (batch no. B93879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test.". The patient's medical history included headache, sinus infection and nickel sensitivity. Concomitant products included ethinylestradiol;levonorgestrel (jolessa), ethinylestradiol;levonorgestrel (quasense) and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), anxiety ("psychological or psychiatric problems condition:depression and mentalanguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and depression ("psychological or psychiatric problems condition:depression and mentalanguish"), 14 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), infection ("infections") and migraine ("migraines"). The patient was treated with surgery (surgical removal of coil(s) - right side unilateral salpingectomy - left side and hysteroscopic removal of right device, laparoscopic da vinci left salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, hypersensitivity, menstrual disorder, infection, anxiety, menorrhagia, vaginal haemorrhage and depression outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, device dislocation, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: bilateral tubal fulguration with bipolar forceps was also performed. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received :aka name added, reporter added, lot number added, patient demographic added, essure removal date added, product indication updated. Events added- abnormal bleeding (vaginal, menorrhagia), depression, mental anguish and device monitoring procedure not performed. Events outcome updated, events onset date, events severity, concomitant drug, medical history added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.